Manufacturer narrative:
The patient weight was not provided. (B)(4). Approximate age of device ¿ 1 year and 9 months. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device on (B)(6) 2015. It was reported that the patient came to clinic for a routine evaluation and upon interrogation, was found to have no further pump stoppages since being issued an ungrounded patient cable. However, due to the vad coordinator's error, the patient's pump was connected to a grounded patient cable, which caused a pump stoppage. The system controller was exchanged. The patient was asymptomatic. No further information was provided.

Manufacturer narrative:
Review of the log file downloaded from the returned system controller confirmed data that was consistent with the reported event. The log file contained approximately 18 days of data from (B)(6) 2017 to (B)(6) 2017, according to the timestamp. Until the last line of recorded data, the pump appeared to operate as intended with normal pump parameter values. The last line of data recorded with the timestamp of (B)(6) 2017 15:28 showed that the pump speed had dropped down below the low speed limit while the white power cable was connected to the power module. The lack of additional events captured in the log file suggests that the system controller entered into backup mode, which is consistent with the report of a yellow wrench/controller fault alarm and the initial inability to retrieve log file data from the returned system controller. No atypical alarms were captured in the log file while the pump was connected to power. Although the specific cause could not be conclusively determined, the reported event that the system controller was accidentally connect to a grounded patient cable and resulted in a driveline short-to-shield event could have caused the system controller to enter into backup mode. A review of the device history records revealed no deviations from manufacturing or quality assurance specifications. The manufacturer is closing the file on this event.